Event description:
It was reported that during normal eri change out, an insulation anomaly was observed. All electrical measurements were normal. Lead was capped and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.